Event description:
(B)(4). Event occurred in the united states. The patient noticed tubing got detached at quick release during the night and her blood glucose was high when she woke up. The site location was stomach and the pump was worn in relation to the site. The infusion was in use since he started with the pump. The infusions were not stored in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.